Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an angiojet zelante catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The shaft showed a severe kink and a broken hypotube located 76cm from the tip. Functional testing was attempted per device preparation. The pump was inserted into the ultra drive unit console. The pump and device would not prime due to the broken hypotube. The devices pressure could not be recorded. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 11-may-2021. It was reported that device displayed error message. The target lesion was located in the vein artery. An angiojet zelantedvt catheter was used for treatment. However, during power pulse mode, the unit displayed an error message and found that the part of the tube was filled with saline solution. The procedure was completed with another of the same device. There were no patient complications reported and patient is normal. However, device analysis revealed a hypotube break.